Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the rubber inner seal of the device fell into the patient, and was removed. Another like device was used to complete the procedure. There was no patient consequence.